Event description:
It was reported that the atrial lead impedance was out of range and atrial pacing was not possible. However, when the pacemaker was replaced, the atrial lead was tested and proved to function normally. The new pacemaker is working fine with the chronic atrial lead. The device was returned and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: 1522746 connector - corrosion. The pacemaker passed all tests. The complaint is caused by a phenomenon called fretting corrosion. Corrosion spots inside the barrel and multi beam are indication for this phenomenon. This results in (intermittent) high contact resistance in the atrial ring contact only.